Event description:
Veptr 2 implant was placed is a young pt on an unknown date. X-rays taken post operative show the extension has separated from the sleeve. The surgeons were aware that this veptr 2 implant was used outside the indications.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.